Event description:
Bipolar forceps used during laparoscopic tubal litigation. Forceps stuck to left fallopian tube; when forceps was to be removed, left tube avulsed from uterus. Bleeding stopped, left fallopian tube removed.